Event description:
A 2.5mm x 20 mm sprinter rx dilatation balloon catheter was inserted for treatment of an unk lesion. Vessel morphology was not reported. It was reported that the sprinter balloon catheter was advanced to the intended lesion site and inflated 1 time. Upon the first inflation, it was noted that contrast had leaked; the device was removed from the pt. A second balloon was used and a stent was successfully implanted. The pt is reported to be satisfactory.

Manufacturer narrative:
Evaluation summary: medtronic has received the device and its analysis has been completed. The proximal shaft was wavy, possibly due to handling. There was crystallized residue present within the inflation lumen and balloon. There were small traces of blood in the balloon. Negative purge failed to detect a leak through a continuous flow of bubbles because the inflation lumen was blocked with hardened blood and no air was expelled from the device during performance of negative purge. Soaking of the device in a water bath at 37 degrees enabled dissipation of the hardened blood. Negative purge was repeated and a continuous stream of bubbles was seen entering the syringe. One inflation, the leak site was detected on the middle of the balloon. Under polarized light, the leak site appeared to be a small radial tear on the balloon. A review of all related documentation showed that there were no leaks detected during the manufacture of this batch of product. The possibility exists that the balloon material may have been damaged when advancing the device to the lesion site causing the subsequent leak. It is also possible that there was calcified plaque present within the vessel which may have torn the balloon material. However, this cannot be confirmed. It has been confirmed that "standard prep was done" on the device and while this suggests that negative prep was carried out on the device prior to use indicating that no issues were noted with the device, we cannot confirm this to be correct.